Event description:
Customer reported that the insulin pump was cracked on three corners of the display. Blood glucose level was 136.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.